Manufacturer narrative:
The unit had a button error alarm and no button response due to corroded keypad traces. The unit had a cracked reservoir tube, a cracked reservoir tube lip, and a minor scratched display window. (B)(4).

Event description:
The customer called in to report a button error alarm and slow responding buttons. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 189 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.